Event description:
Customer reported that the stylet came apart during procedure. Patient was transported to o.r. To remove the broken piece. No permanent injury reported.

Manufacturer narrative:
During a review process, it was noted that their was a duplication of a manufacturer report number. The manufacturer report number 8040412-2006-00003 is assigned to another file. The correct manufacturer report number for this file is 8040412-2006-00009.